Manufacturer narrative:
The insulin pump was received with intermittent blank display due to broken solder joint. The device was monitored and no unexpected low battery alert, weak battery, bad battery or failed battery test alarms occurred during testing. There was no unexpected restart or shutting down on the device. The battery icon displayed full bars and did not deviate during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window, scratches on the reservoir tube window and cracked belt clip slot. The battery tube was inspected and there was no damage.

Event description:
Customer reported via phone call blank display anomaly, low battery alert, cosmetic damage, weak battery and failed battery test. Customer's blood glucose level was 199 mg/dl. Troubleshooting for blank display was performed. Troubleshooting for blank display was performed. Customer advised during a bolus attempt the screen turns off. Customer advised the display screen had scratches on it, the device was exposed to moisture and the device was dropped several times. Customer advised they were in the rain and the insulin pump was exposed to fluid via heavy rainfall. Customer performed the self-test and passed. Customer advised the display screen was scratches, cracked and the battery compartment was damaged. Customer advised the display was able to be read but the insulin pump did not function properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.